Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While cementing the femoral implant in tkr rp procedure, the surgeon observed that the pe (polyethylen) small round button that usually covers the spine & cam mechanism was missing. The surgeon looked for this piece of pe in the joint's soft & hard tissues finally made numerous of pulse lavage and closed the wound. Surgery time delayed by 120 minutes.